Event description:
It was reported that during a procedure, the fiber caught fire which caused damage to the debris shield. The procedure was completed using another fiber without patient complications.